Event description:
It was reported that the device was getting warm during testing. No patient involvement was reported.

Event description:
It was reported that the device was getting warm during testing. No patient involvement was reported.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device was not returned.